Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited fault alarms while supporting a patient at home. The customer also reported that the patient came into the hospital and was switched to a companion 2 driver. The customer also reported that there was no adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior components revealed no anomalies. Review of the alarm history (eeprom) revealed an alarm code that can occur if there is a change in voltage during an onboard battery exchange. Voltage fluctuations during onboard battery exchanges are normal; however, on an infrequent basis, the freedom driver will detect the voltage fluctuations as an issue, resulting in a fault alarm. Only permanent fault alarms are recorded in the eeprom. Intermittent, recoverable and battery alarms are not recorded in the eeprom. The driver was functionally tested and passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive settings, with no anomalies or alarms. The driver was then tested for an additional 48 hours at normotensive settings and performed as intended. The reported fault alarms could not be functionally reproduced. The freedom driver performed as intended, and there was no evidence of a device malfunction. The reported issue posed a low risk to the patient because although the freedom driver exhibited fault alarms, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient came into the hospital and was switched to a companion 2 driver. The customer also reported that there was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.